Event description:
It was reported that customer experienced recurring cartridge alarms, including cartridge alarm 20, with consecutive cartridges while pump was under warranty. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump with updated software, provided instructions for placing old pump into storage mode and returning it within specified timeframe, and advised customer to reenter pump settings and reconnect continuous glucose monitor to replacement pump.